Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 62.6cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented, no other damage or irregularities.

Event description:
It was reported, that shaft break occurred. A 3.00mm x 20mm emerge balloon catheter was advanced for treatment. However, the balloon broke into two pieces. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 3.00mm x 20mm emerge balloon catheter was advanced for treatment; however, the balloon broke into two pieces. The procedure was completed with another of the same device. There were no patient complications reported.